Manufacturer narrative:
An alpha I pump, two cylinders, and a reservoir, were received for evaluation. Examination and testing of the returned components revealed a separation in the cylinder 1 bladder. Testing revealed this to be a site of leakage. Microscopic evaluation revealed uniform striations at the surfaces of the site of separation, indicating contact with sharp instrumentation such as a scalpel. Testing revealed a separation in the cylinder 2 bladder. Testing revealed this to be a site of leakage. Microscopic evaluation revealed the surfaces to be smooth and straight, indicating contact with sharp instrumentation. Testing revealed a separation in the reservoir bladder due to material degradation. Testing revealed this to be a site of leakage. Microscopic evaluation revealed smooth straight partial separations adjacent to the separation in the cylinder 2 bladder, indicating contact with sharp instrumentation. Testing revealed these to not be sites of separation. Microscopic evaluation revealed partial separations within abrasion in the pump inlet tubing adjacent to the tubing/strain relief junction and in the pump inlet tubing near the detachment end. Testing revealed these to not be sites of leakage. Microscopic evaluation revealed confined abrasion on the pump inlet tubing adjacent to the pump inlet strain relief, indicating the tubing had kinked and abraded against itself for a period of time. Testing revealed this to not be a site of leakage. Microscopic evaluation revealed surface abrasion on the pump inlet tubing, longer pump exhaust tubing, reservoir inlet tubing, and cylinder 2 exhaust tubing, indicating repetitive contact between surfaces. No functional abnormalities were noted with the pump. Based on examination of the returned product, it was concluded that the human body is capable of causing thermal and biological degradation, oxidation, and hydrolysis to occur in polyurethane. Although, usually this degradation exists as surface phenomenon, over time it may cause mechanical failure. Polymers under constant flexing are more susceptible to fatigue and eventual mechanical failure. Material degradation occurred and progressed enough to cause mechanical failure to take place in the reservoir bladder. Occurrences of this nature are estimated to be relatively rare, and immune responses and in vivo reactions within the human body may largely influence causes for this type of event. Because these components were released according to manufacturing and quality control procedures, it was concluded that the observed instrument separations in the bladders of cylinders 1 and 2 occurred after the device packaging was opened. In addition, because the expected use of this device combined with the observed separations would have resulted in an earlier detected fluid loss, it was concluded that these separations most likely occurred during or after explant. These separations are not associated with the cause for failure. A review of the device history record confirmed that the devices from this lot met all specifications prior to release. A review of the complaint history database, non-conformances and capas revealed no trends for this lot.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
According to the available information, though not verified, reported complaint: "device not working, unknown issue. Reservoir retained in patient. Device inflated with surrogate." The device was revised/replaced. Device returning. The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted.